Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# n279377007, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 24-jan-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving dilaudid ("2mg at 0.363mg") via an implantable infusion pump. It was reported that the patient was experiencing a lack of therapy. There were no environmental, external or patient factors which may have led or contributed to the issue. A catheter access port study was negative for flow. The catheter was surgically replaced. The issue was considered resolved. The patient's status at the time of the report was alive - no injury. The patient's weight was unknown. No further complications were reported.